Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bed lld spring and tip clip in the reported problem area of the pipetter assembly. The fse replaced lld spring, plunger clamp, tip clamp, and tip clip. The instrument was inspected, tested without further problem, and returned to service.